Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # 912a73. B3: event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: did the device cut? If so, was the cut line complete? No, the device did not cut! The problem seem to have been related to the stapler, not the magazine. Another stapler worked as it should. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? No staples came out probably due to stapler malfunction. Were there staples missing from the staple line? Yes, no staple line formed. Is the current patient status known? Patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The liver resection was performed without a stapler. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. In addition, two 6r45b reloads were received partially fired 1/10 and with the lockout spring normal. During the mechanical testing, it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Manufacturing record evaluation was performed for the finished device batch number 912a73, and no non-conformances were identified.

Event description:
It was reported that the device failed to form a staple row. No patient consequences reported. No further information is available.